Event description:
The customer reported that the tracheostomy tube was in the patient five days when a crack in the pilot line was noticed. The tracheostomy tube was removed and the patient was re-cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.